Event description:
Pump was reported to overinfuse. Pump was set to infuse an unk medication at a rate of 10ml/hr. The entire 100ml bag infused in 30 mins. The pump, however, read the correct amount. Attempts were made to obtain extra info regarding pt status, medical intervention, age, of pt and the medication involved but no additional details are known. It was reported by the hospital biomed that there was no pt injury.